Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ subsequent to initial. G3: date received by manufacturer - additional. H2: additional information/correction. H10: corrected data. H6: type of investigation - correction (disregard code 4115 from initial).

Event description:
Subsequent to initial, a correction is required.